Event description:
It was reported that a vns pt experienced an increase in seizure activity. Programming, diagnostic, and magnet history were received and reviewed. No anomalies were noted with any of the data. Additionally, device diagnostics were within normal limits indicating proper device function. The relationship between the increase in seizures and vns therapy is unk at this time. Good faith attempts to obtain additional info regarding the reported events have been unsuccessful to date.